Manufacturer narrative:
This product is dual sourced. Without a lot number or serial number, the manufcaturer could not be identified.

Event description:
It was reported by the customer that on two occassions the larger loop broke during the lifting of a patient. No information was received regading any serious injury as a result of this product issues.